Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having to go to the hospital in heart failure and be shocked with the "paddles" instead of the implantable cardioverter defibrillator (ICD) delivering the shock. The patient indicated that this is the second time the hospital had to intervene instead of the ICD. Records indicate that the ICD remains in use. No further patient complications were reported as a result of this event.